Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported during an unknown surgery on an unknown date that the surgeon began screwing the screw it fell down from the shaft. After the second trial to push the screw in the hole, the screw head was already deformed and it was not possible to reattach it on the screwdriver shaft. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the measurable dimensions of the returned screws were (as far as possible) checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers was not possible since we are not aware of the concerned lot numbers. It is clearly visible that the recess on both screw heads is damaged. We have tried to hold / pick up these screws with the relevant screw driver, unfortunately we could not ensure a proper fit as these damages were too severe. Too high mechanical force during insertion may have lead to these deformations of the screw recess (possibly no straight alignment or hard bone). In such cases it may still be wise to pre drill the bone in order to eliminate such problems. Unfortunately no further information was provided in order to determine this occurrence. Please ensure that the screwdriver tip is still in good working order. No product fault could be detected. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This device was used for treatment, not diagnosis.implant date was incorrectly reported on initial mw. There is no date of implant, as the patient was never closed up with the parts still inside of them.